Manufacturer narrative:
The minus diopter intraocular lens was not received for analysis. The lens met all manufacturing specifications prior to release. Attempts to obtain additional information have not been successful. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The device was received and inspected under illuminated 10x magnification. Results show a lens cut in half with one distorted haptic. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the intraocular lens was used in a piggy-back procedure and required re-positioning 2 months after initial implant. On the scheduled day of surgery it was decided by the surgeon to exchange the lens rather than reposition it. An alternate piggy-back lens was implanted, without patient injury.